Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture and decreased sensing were observed on the rv lead during post-op follow up. Physician attempted to reposition the lead but was unsuccessful. Lead was extracted and replaced. Patient is doing well after the event.